Event description:
It was reported that the speaker was defective. It was not confirmed if the speaker was emitting sound or not. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed. Results of functional testing indicate that the speaker was defective. Attempts were made to determine if the device was producing sound or not, but it was not confirmed. The speaker was replaced, the device was operational after repairs were completed. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required reporting institution phone # (B)(6). Reporter phone # (B)(6).